Event description:
Tbm states the provider sent an email and alleged when you pull on the straps with any reasonable amount of force, they rip the shell. Splitting down one of the weave lines by several inches.